Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unknown blood glucose (bg) level on (B)(6) 2026. Cause was not known. Customer was unable to recall what treatment was provided to them while in the hospital to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.